Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device notes that the patient received inappropriate shocks from the implantable cardioverter defibrillator. The physician confirmed it was from the fractured lead. The patient's condition was good after the event.